Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown synthes angular stable plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: schnake, k., stavridis, s., krampe, s., kandziora f. (2013), "additional anterior plating enhances fusion in anteroposteriorly stabilized thoracolumbar fractures." Injury vol. 45, page 792-798 (germany). The aim of this study is to prospectively evaluate the potential radiological and clinical effect of the additional application of an anterior plate in anteroposteriorly stabilized thoracolumbar fractures. 75 consecutive patients were initially treated by posterior stabilization with an internal fixator using an unknown synthes universal spinal system fracture and anterior corpectomy of the fractured vertebra and implantation of an expandable cage. 40 patients additionally received an additional anterior plate. 21 used non-angular stable plate with monocortical screws and 19 patients received an unknown synthes angular stable plate with monocortical screws (lcp). 35 patients didn't receive additional plating. The patients were evaluated radiologically and clinically 12 months postoperatively up to 72 months. 9 patients were unavailable fo follow-up. The following complications were reported as follows: 1 patient died but it was unrelated to surgery. After 32 months postoperatively a minor, but significant loss of correction was present. The major correction loss occurred within the first 12 months postoperatively. At 12 months there was incomplete fusion in 53% of the cases and not fused in 2% of the cases. At the final follow-up visit, 90% of the patients reported no or only occasional rest pain, while 68.3% reported no or only occasional stress pain. Two (2) universal spinal systems (uss) are captured under related complaint (B)(4). This report captures loss of correction, incomplete fusion, pain. This report is for an unknown synthes angular stable plate. This is report 2 of 2 for (B)(4).